Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality controls (qcs) were within expected ranges prior to the initial processing of the impacted patient samples. After obtaining the discordant, falsely elevated results, the customer reran qcs and the qcs recovered with "above assay range" errors. Siemens reviewed the instrument's process error log files and determined that there was an issue with the resistivity for the water purification module (wpm). The customer indicated that they replaced the q-gard filter due to wpm errors prior to obtaining the discordant, falsely elevated co2 results. As per siemens' instructions, the customer inspected the filters on the wpm and determined that they incorrectly placed the progard filter in the wpm q-gard filter's location. As per siemens' instructions, the customer replaced the incorrectly placed progard filter with the q-gard filter on the wpm and performed two purges on the water tank. Then, siemens remotely performed an empty and refill on the wpm water tank twice. The cause of the discordant, falsely elevated co2 results was due to a use error. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 500 instrument. The initial result for sample ID (B)(6) was reported to the physician(s). The initial results on the other patients were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated co2 results.